Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was analyzed and found to have no failure. The unit energized and cauterized, and all ports recognized instruments. C-00 error is in error log. As a safety precaution, the unit will be returned to original equipment manufacturer (OEM) for further investigation. The complaint regarding erbe issues was not confirmed based on failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting erbe generator issues, an investigation is in progress. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported complaint and replaced the vio integrated electro surgical generator unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has not received the vio iesu for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. This complaint is considered a reportable event due to the following conclusion: it was reported that during a da vinci-assisted surgical procedure, the vio integrated electro surgical generator unit (iesu) exhibited a persistent issue during the procedure. The iesu was replaced after the completion of the procedure. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted surgical procedure, erbe generator issues were noted. The biomed called in to report an issue that occurred yesterday. The caller was told by operating room (or) staff that they had erbe generator issues, and the bipolar and monopolar weren't working. The intuitive surgical, inc. (Isi) technical service engineer (tse) viewed error logs and saw a 25913 u-04 "out-of-memory" error and to power cycled the erbe generator to clear the message. The caller stated that they were able to finish the case. The caller was in the room at the time of the call and said he was able to get the erbe generator to light up when attaching a grounding pad. The caller didn't know the surgeon or procedure type. The procedure was completed with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.